Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue but was unable to duplicate the issue. The issue was confirmed through a review of the device log. There was a significant drop in impedance measurement between the electrode pads after the device was turned on. Upon further inspection of the electrode tray of the device, stryker determined that the cause of the reported issue was likely due to user error. The user did not follow the instructions in the device operating instructions and removed the electrode pads incorrectly. The customer received a replacement device replacement device under warranty. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿apply pads¿ when the defibrillation electrodes were connected to the patient. The patient was a very elderly man, he collapsed in the parking lot of the urgent care center. Within 2 minutes the AED was connected to the patient, however the device did not pass the ¿apply pads¿ prompt. They started CPR and within 2 minutes ems arrived. The patient was not in a shockable rhythm, he believed asystole. There was patient did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that it was unknown if the device use contributed to the patient outcome. This was because of insufficient data to determine the impact of the device use. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event, their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿apply pads¿ when the defibrillation electrodes were connected to the patient. The patient was a very elderly man; he collapsed in the parking lot of the urgent care center. Within 2 minutes, the AED was connected to the patient, however the device did not pass the ¿apply pads¿ prompt. They started CPR and within 2 minutes ems arrived. The patient was not in a shockable rhythm, he believed asystole. There was patient did not survive.